Manufacturer narrative:
Continuation of d10: product ID neu_unknown_ext lot# serial# (B)(6) implanted: explanted: product type extension product ID neu_unknown_lead lot# serial# (B)(6) implanted: explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The reason for call was pt stated her last ins removed because it would shock pt. Pt stated she went to a urologist and they did a diagnostic ultrasound of her bladder - pt stated during the ultrasound they picked up the leadwires left implanted in her body and she was "shocked" (B)(6) 2020. Pt stated she felt like she was going to go through the ceiling - pt stated they stopped the ultrasound immediately and told pt not to ever have an ultrasound again. Pt mentioned that her spinal cord is "tethered" and she is losing feeling / sensation from the waste down. Pt stated she received a letter from medtronic stating that she should not have an MRI or diathermy after her ins was removed. Pt wants another copy of that letter. Pt mentioned other medical issues she is suffering from: they did a CT scan and discovered a rare hernia that she was born with - they fixed the hernia but since that procedure she can't eat anything unless it is "white" and plain. Ex white rice - white bread - saltines anything else and she throws it up or has diarrhea. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Patient reported when the ins was placed, there was a problem attaching the old wires. The pt didn't feel they were pulling or loose. The pt had to lay on the table for 3 hours to get an adaptor. Then when it was attached, the patient turned it on and it shocked when the wires attached to the stimulator. The shocking was at the site where the wires attached to the ins. The patient had another implant and had to wait for an adaptor again. Shocking occurred when turning the device on or increasing stim. The pt chose to have the device removed. They did not know what they did with the device, but they thought they returned it to the manufacturer. The wires were still in the pt as they had grown attached by scar tissue and they could not be safely recovered.

Manufacturer narrative:
H6: a0104 no longer applies to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, serial# (B)(4), product type: extension. Product ID: neu_unknown_lead, serial# (B)(4), product type: lead. Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: (B)(4). Product ID: neu_unknown_lead, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient's ins was removed and they were wondering if it was possible to remove the leads that were remaining. The patient stated that recently it felt like it pulled on them and made them sore in their side. It was noted their ins was implanted in their stomach and the wires went up their side and they believed that they were pulling loose from their skin. The caller stated they knew they could not take the leads off of their spine.